Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on the morning of (B)(6) 2017 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was at 333 mg/dl at the time of the call. The customer was given glucose tablets and food to treat. The customer's levels increased and dropped again without them being connected to the pump. The customer rose to 330 mg/dl to over 400 mg/dl on the morning of the call. On the evening of (B)(6) 2017 the customer was hospitalized due to a low of 32 mg/dl. The customer did not receive any alarms on the pump. The pump over delivered insulin into the customer. The customer was not wearing the insulin pump during the later incident, within less than 48 hours. Troubleshooting was completed and the customer feels the pump over delivered insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit delivered properly during testing. Unit functioned properly. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the dat test with 0.08820 inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.